Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that before starting dialysis, found that there was reverse blood even though the clamp was closed. The same event has occurred three times in the same patient. There was no reported patient injury. It was reported that this event occurred with 3 devices, this report addresses the third device.